Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 52 mg/dl. Reportedly, the customer inadvertently performed the load sequence while connected to the site. Customer consumed carbohydrates to initially address bg. At the ER, the customer drank juice to treat the low bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Technical support educated the customer to not be connected to the pump during the fill tubing process. Recommendation was made to consult with a healthcare provider regarding diabetes management.